Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor fill.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 120mg/dl-140mg/dl fasting. Verified the strips expire 11/30/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Reviewed meter memory: 60mg/dl, (B)(6) 2016, 07:39:00 pm, fasting: no. 58mg/dl, (B)(6) 2016, 07:39:00 pm, fasting: no. Memory concerns: with 58mg/dl and 60 mg/dl. Customer called in for assistance on how to run a blood test , customer was not satisfied with the result obtained from the meter. The meter does not have any memory results because it is a new meter. The time and date is not set up.